Event description:
The customer stated that the coulter lh 750 hematology analyzer was leaking from the left side during sample analysis. The volume of the leak was 10-15 ml and was not contained within the instrument. The instrument generated backwash tank not full errors. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a laboratory coat and gloves at the time of this incident. No one was splashed, sprayed or injured. There was no contact or biohazard exposure to open or broken skin or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.

Manufacturer narrative:
The customer replaced worn tubing at valves (vl105a/b) and (vl61) that fixed the leak. The customer also replaced actuators that were incidental to the leak. There is no indication that beckman coulter service was dispatched for this event. Failure mode was attributed to worn tubing at valves (vl107a/b) and (vl61). However, the instrument generated backwash tank not full errors to alert the operator to an instrument problem. (B)(4).